Event description:
It was reported that the md attempted to insert an intra-aortic balloon (iab) via left femoral artery when it could not be inserted into the sheath. As a result, the device was not used. There was an approx half hour delay or interruption in therapy noted with no harm to the pt. There were no complications noted. No medical/surgical intervention was required. The pt was still alive. Additional info received stated that the event occurred while in the operating room. It was confirmed that the pt was still alive after this event. The sheath was the one from the insertion tray. Reference MDR # 1219856-2013-00266 for the second event involving the same pt.

Manufacturer narrative:
Manufacturer control no. (B)(4).